Event description:
It was reported the clinician reopened a site grafted with dynablast putty and found that there was no solid bone. The graft was placed at molar # 19. An implant was placed, but was reported to have "compromised stability because of the lack of bone".

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.